Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit assembly board, internal battery, and blower assembly were replaced to address the issue. Additional findings not related to the malfunction/issue the a/c connector and cable. The ac harness assembly connector and cable were replaced to address this issue.